Event description:
M6-c device deteriorated. The device was explanted. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device serial number, or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified. The radiographic images showed a disc replacement at c6/c7, which has lost height and is surrounded by osteolytic lesions. There is cystic lesion centrally in the c7 vertebral body.